Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2019 alleging the patient experienced hyperglycemia with blood glucose measuring 30 mmol/l and hypoglycemia with blood glucose measuring 1.7 mmol/l without any additional reported symptoms. The patient was reportedly on insulin pump therapy during the time of the blood glucose excursions. The reporter stated the patient did not receive any medical treatment; no treatment above or beyond the usual routine of diabetes care and management. The reporter stated the keypad buttons on the pump were under responsive leading to over and under delivery of insulin to the patient. The reporter further stated that there was damage to the keypad. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.